Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis showed that the lead cathode coil was fractured at distal end of the terminal pin which was likely occured at explant. Also, the lead failed the resistance measurement test.

Event description:
Additional information indicated that the patient had chronic (B)(6) infection. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The location of the infection was unknown but the indwelling catheter might have been the source. The physician attempted to retract the helix of this lead and turned the helix over one hundred times but was unsuccessful. The physician had to extract the helix from the groin. The lead was explanted. No additional adverse patient effects were reported.